Event description:
ON (B)(6), 2026, THE PATIENT UNDERWENT ENDOVASCULAR PROCEDURE TO TREAT A POST DISSECTION ANEURYSM OF THE DESCENDING THORACIC AORTA USING A GORE® EXCLUDER® THORACOABDOMINAL BRANCH ENDOPROSTHESIS (TAMBE) DEVICE SYSTEM. GORE® VIABAHN® ENDOPROSTHESIS WITH PROPATEN BIOACTIVE SURFACE (VBX DEVICE) DEVICES WERE LIKELY IMPLANTED IN THE VISCERAL ARTERIES AS BRANCH DEVICES. THE PATIENT TOLERATED THE PROCEDURE. PRE- TREATMENT CTA ON (B)(6), 2026 SHOWED THAT THE MAXIMUM DIAMETER OF THE AORTIC DISEASE WAS 63 MM. REPORTEDLY, PER IMAGING, BASED ON THE VISCERAL VESSELS STATUS, THE RIGHT AND LEFT RENAL ARTERIES WERE STENOSED. ON (B)(6), 2026, A PERINEPHRIC LEFT RENAL HEMORRHAGE WAS NOTICED, AND THE PATIENT UNDERWENT A STENTING AND COIL EMBOLIZATION OF THE LEFT RENAL ARTERY. IT WAS REPORTED THAT THE INTERVENTION WAS NOT INVOLVING THE INDEX DEVICE (TAMBE DEVICE OR ANY STENT OR STENT GRAFT IN CONTACT WITH ANY TAMBE COMPONENT). ON (B)(6), 2026, THE PATIENT EXPIRED DUE TO UNKNOWN REASONS.

Manufacturer narrative:
C22: A REVIEW OF THE MANUFACTURING RECORDS FOR THE DEVICE COULD NOT BE CONDUCTED BECAUSE THE SERIAL/LOT NUMBER REMAINS UNKNOWN. THE DEVICE REMAINS IMPLANTED AND IS NOT AVAILABLE FOR ANALYSIS. THE DEVICE INFORMATION WAS REQUESTED. IT WAS REPORTED THAT THE INTERVENTION WAS NOT INVOLVING THE INDEX DEVICE (TAMBE DEVICE OR ANY STENT OR STENT GRAFT IN CONTACT WITH ANY TAMBE COMPONENT). ON (B)(6), 2026, THE PATIENT EXPIRED DUE TO UNKNOWN REASONS. E2401, E2402, F24, A24- THE ADDITIONAL INFORMATION AND A CAUSE OF DEATH WAS REQUESTED. FURTHER INFORMATION WILL BE PROVIDED. W. L. GORE & ASSOCIATES, INC. (GORE) IS SUBMITTING THIS REPORT TO COMPLY WITH 21 C.F.R. PART 803, THE MEDICAL DEVICE REPORTING REGULATION. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY GORE, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. BLANK FIELDS PRESENT ON THIS REPORT INCLUDE REQUIRED FIELDS AND FIELDS DETERMINED TO BE NOT APPLICABLE. BLANK REQUIRED FIELDS INDICATE THAT THE INFORMATION WAS NOT PROVIDED, WAS DEEMED UNAVAILABLE OR WAS NOT APPLICABLE. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, GORE, OR ITS ASSOCIATES THAT THE DEVICE, GORE OR ITS ASSOCIATES CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE A LEGAL ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY DEFECTS OR HAS MALFUNCTIONED, AS DEFINED FROM A LEGAL STANDPOINT. THESE WORDS ARE INCLUDED IN THE REPORT AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA, TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REPORTING PURSUANT TO PART 803. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT.

Event description:
This report was sent as a retraction report.Due to the information provided that a perinephric left renal hemorrhage was observed due to wire manipulation and reintervention was not involving the index device (TAMBE Device or any stent or stent graft in contact with any TAMBE component), this issue was not a Gore device related. The Type 1C endoleak resolved spontaneously on (b)(6) 2026. No treatment was necessary for endoleak. Reportedly, it was not led to death.According to the physician the cause of death was comfort care, and death was not attributed to the Gore devices used at the index procedure or to the reintervention and the device used on (b)(6)2026.Due to the information provided, this event does not meet the definition of a serious injury and is not reportable.No death, serious injury, or malfunction has occurred, so this event is not reportable in the United States (ref: USA FDA 21CFR 803.3, 801.4).

Event description:
ON (B)(6) 2026, THE PATIENT UNDERWENT ENDOVASCULAR TREATMENT FOR A POST DISSECTION ANEURYSM OF THE DESCENDING THORACIC AORTA USING A GORE® EXCLUDER® THORACOABDOMINAL BRANCH ENDOPROSTHESIS (TAMBE) DEVICE SYSTEM. GORE® VIABAHN® ENDOPROSTHESIS WITH PROPATEN BIOACTIVE SURFACE (VBX DEVICE) DEVICES WERE IMPLANTED IN THE CELIAC AND SUPERIOR MESENTERIC ARTERIES. IT WAS REPORTED THAT A DISSECTION OCCURRED PRIOR TO THE CANNULATION OF THE LEFT RENAL ARTERY. DURING THE COMPLETION ANGIOGRAPHY, A TYPE 1C ENDOLEAK WAS OBSERVED IN THE CELIAC ARTERY. IT IS NOT SPECIFIED IF THERE WAS TREATMENT FOR THE ENDOLEAK. IT WAS REPORTED THAT THE PATIENT TOLERATED THE PROCEDURE.PRE-TREATMENT CTA ON (B)(6) 2026, SHOWED THAT THE MAXIMUM DIAMETER OF THE AORTIC DISEASE WAS 63 MM. REPORTEDLY, PER IMAGING, BASED ON THE VISCERAL VESSELS STATUS, THE RIGHT AND LEFT RENAL ARTERIES WERE STENOSED.ON (B)(6) 2026, A PERINEPHRIC LEFT RENAL HEMORRHAGE WAS OBSERVED, AND THE PATIENT UNDERWENT STENTING (DEVICE TYPE NOT IDENTIFIED) AND COIL EMBOLIZATION OF THE LEFT RENAL ARTERY. IT WAS REPORTED THAT THE INTERVENTION WAS NOT INVOLVING THE INDEX DEVICE (TAMBE DEVICE OR ANY STENT OR STENT GRAFT IN CONTACT WITH ANY TAMBE COMPONENT).ON (B)(6) 2026, THE PATIENT EXPIRED DUE TO UNKNOWN REASONS.ADDITIONALLY, ON (B)(6) 2026, A TYPE I C ENDOLEAK WAS CONFIRMED. THE ENDOLEAK WAS RECOVERED. THE RESOLUTION DATE WAS (B)(6) 2026. REPORTEDLY, IT WAS NOT LED TO DEATH. IT STATED IN STUDY DATA THAT A REINTERVENTION WAS REQUIRED, BUT FURTHER INFO ON THE REINTERVENTION IS NOT PROVIDED AT THIS TIME.THE CAUSE OF DEATH REMAINS UNKNOWN. NO MORE INFORMATION WAS AVAILABLE.

Manufacturer narrative:
This report was sent as a retraction report.Due to the information provided that a perinephric left renal hemorrhage was observed due to wire manipulation and reintervention was not involving the index device (TAMBE Device or any stent or stent graft in contact with any TAMBE component), this issue was not a Gore device related. The Type 1C endoleak resolved spontaneously on (b)(6) 2026. No treatment was necessary for endoleak. Reportedly, it was not led to death.According to the physician the cause of death was comfort care, and death was not attributed to the Gore devices used at the index procedure or to the reintervention and the device used on (b)(6)2026.Due to the information provided, this event does not meet the definition of a serious injury and is not reportable.No death, serious injury, or malfunction has occurred, so this event is not reportable in the United States (ref: USA FDA 21CFR 803.3, 801.4).

Manufacturer narrative:
B5: EVENT DESCRIPTION WAS UPDATED.D: DEVICE INFORMATIONC21: A REVIEW OF THE MANUFACTURING RECORDS FOR THE DEVICE IS GOING TO BE CONDUCTED. THE INVESTIGATION IS IN PROCESS. THE DEVICE REMAINS IMPLANTED AND IS NOT AVAILABLE FOR ANALYSIS. IT WAS REPORTED THAT THE INTERVENTION WAS NOT INVOLVING THE INDEX DEVICE (TAMBE DEVICE OR ANY STENT OR STENT GRAFT IN CONTACT WITH ANY TAMBE COMPONENT).ON (B)(6) 2026, THE PATIENT EXPIRED DUE TO UNKNOWN REASONS. THE CAUSE OF DEATH REMAINS UNKNOWN. NO MORE INFORMATION WAS AVAILABLE.E2401, E2402, F24, A24- THE ADDITIONAL INFORMATION AND A CAUSE OF DEATH WAS REQUESTED. FURTHER INFORMATION WILL BE PROVIDED.